Manufacturer narrative:
The device has not yet been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the cutter head broke off into the patient during a nasal polyps surgery. The physician was able to locate and retrieve the fragment. It was noted that there was no patient injury.